Manufacturer narrative:
Device evaluated by MFR: device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer's continuous glucose monitor read ¿low¿, however, a specific bg value was not provided. Reportedly, the customer delivered more insulin than needed via manual insulin boluses with the pump. Customer consumed carbohydrates to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.